Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received four pump error 25 alarms within 48 hours. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The power management tool confirmed power error 25 alarm was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. Detailed trace analysis confirms that the root cause is the non-sleep anomaly software error. Pump received with scratched case, broken belt clip rails, missing serial number label, end cap address label fading, missing display window cover, cracked select button keypad overlay, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.